Manufacturer narrative:
The customer informed that the reported issue was not about an event code that is associated with a failure of the device to provide defibrillation therapy but regarding a lose part on the therapy pcb assembly. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The information in initial MDR 0003015876-2022-02573 was determined to be erroneous and a reportable malfunction did not occur. A supplemental report will not be forthcoming.

Event description:
A customer contacted stryker to report that the device logged an event code that is associated with a failure of the device to provide defibrillation therapy. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11, additional mfg narrative of the initial med watch report indicates the initial vigilance report with (B)(4) reference # was sent in error. The customer informed that the reported issue was not about an event code that is associated with a failure of the device to provide defibrillation therapy but regarding a lose part on the therapy pcb assembly. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The reported issue is not considered a reportable event, the issue (as reported) is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety. There has been no failure to the critical functionality of the device. The information in initial MDR 0003015876-2022-02573 was determined to be erroneous and a reportable malfunction did not occur. A supplemental report will not be forthcoming. Section h10 and/or h11, additional mfg narrative of the initial med watch report should indicate the customer informed that the issue was related to physical damage and not about an event code that is associated with a failure of the device to provide defibrillation therapy. Stryker evaluated the customer's device and was able to very the reported issue. It was determined that the cause of the issue was a missing capacitor in the therapy pcb assembly. After replacing the therapy pcb assembly and other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the device logged an event code that is associated with a failure of the device to provide defibrillation therapy. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that the device logged an event code that is associated with a failure of the device to provide defibrillation therapy. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.